Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom was uploaded and indicated 17 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra made clicking noises while it attempted calibration. Solid blue lights were illuminated and the green handle status light began to blink. The log showed that on every recorded power up, selector motor calibration was successful, however during the drive motor calibration, the "drive_motor_stop_velocity_limit" code was displayed three consecutive times, followed by the "fail_drive_motor_test_open" code. Engineering then disassembled the unit for troubleshooting and it was noted that a break in connection internal to the bldc board led to an intermittent connection to the drive motor, leading to intermittent occurrences where the drive motor could not successfully complete calibration, causing the reported conditions. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the calibration failure and the reported condition was confirmed. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station.

Event description:
Procedure: laparoscopic sigmoidectomy. Customer states: when inserting the battery, the status indicator illuminated blue. The device didn't work. During that, clicking sound was heard. Gender: not provided. Age and weight: not provided. Operating time not extended.